Event description:
The lay user/patient called lifescan (lfs) 05 and alleged that his meter was reading inaccurately erratic. A patient reported blood blucose results of 90 mg/dl and 125 mg/dl" with a lifescan meter, performed with 10 minutes of each other. No symptoms were reported at the time of testing. The test strips were in goo condition, codes matched, and the technicque for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed two control solution tests, both failed. A replacement meter has been sent.